Event description:
It was reported that the insulin pump had scratches on the display screen that made the display illegible. The blood glucose reading was 140 mg/dl. The customer's endocrinologist stated that the damages to the screen inhibited the customer's ability to read the screen. The caller did not know how the damage had occurred, but stated that the customer was a child of (B)(6) years. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.